Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/6/2023, it was reported by a distributor via sems that an abs-10010s acp double syringe system had an issue. During a bilateral knee prp procedure with acp double syringes on (B)(6) 2023, there was a malfunctioning error with the two-way shut-off valve. There was no way to shut off the two-way flow. Blood was going everywhere despite turning it either way. They were forced to dispose of the kit and open a new one to complete the procedure successfully. This occurred during use with no patient harm. Additional information was requested. On 6/13/2023, the distributor provided the following information via email: they were exposed to the blood as it was spilling out of the tubing. The site was decontaminated per the standard decontamination procedure. No anti-coagulant was used, and no air bubbles were observed during the blood draw. No impact or harm to the patient or the facility staff was reported, as ppe was used.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion.